Event description:
Customer reported that the device was connected to the pt and alarmed the "connect electrodes" message. Users were unable to connect the device to pt and provide treatment. Another defibrillator was made available (delay in treatment unk) and a 12 lead ECG analysis was performed. The pt had a non-shockable ECG rhythm and no defibrillation shocks were delivered to pt. Pt was transported to the hospital in a viable state. The reported issue had no adverse effect on pt. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4). Physio- control is anticipating the device return to the manufacturing facility and continues to investigate the reported event.